Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified cephalic vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, after the fifth to sixth expansions, it was noted that the balloon ruptured. Only the relevant product was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.